Event description:
It has been reported to philips that, system would not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that a software failure occurred in the system. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. Later the issue reoccurred and fse found the issue was with power button of the electrical board and resolved it. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.